Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7428, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387040, lot# v009086, implanted: (B)(6) 2007. Product type: lead: product ID 3387040, lot# v008951, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
Additional information received reported the patient was scheduled for a surgical procedure in two weeks and wanted to learn how to turn the ins on and off for the surgery. The patient was going to have rotator cuff surgery on the same side of her body as her implantable neurostimulator (ins). The patient had also had a CT scan. Stimulation was set too high and the patient's head "thrashes around at night." The patient wanted to turn her stimulation down, and indicated she needed a different setting when laying on her left side than when laying on her right side. The patient scratched her eye the night prior to (B)(6) 2012, and the following day was "not a good day for her to use the patient programmer." It was noted the patient was also visually impaired and had difficulty seeing and understanding the patient programmer manual. The manufacturer's representative reviewed how to operate the new patient programmer, but the patient did not feel he spent enough time doing so. The patient also indicated her physician "did not know what to do." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturer's representative had shown the patient how to use the patient programmer in july. There was "nothing wrong" with the programmer; the patient did not know how to use it. The patient turned down the stimulation herself and when the manufacturer's representative left she was "doing fine."

Event description:
It was reported that the patient had her new battery implanted on (B)(6) 2012 because of battery depletion and the "remote wasn't set up for her to use after surgery." The husband stated that and the manufacturing representative "told the patient of all the buttons to push but it still wasn't working." It was noted that the husband thought they "needed education on how to run it" and the patient confirmed that she did not receive any training. The caller further stated that the patient's neck "locked up" when the he was pushing the selection key and it went away when the left selection key was pushed. The patient stated that "she was in discomfort." The patient discussed the possibility of having a rechargeable system implanted in the further. Basic functionality of the patient programmer was discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.